Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with no bolus button response due to flattened button dome switch. The connector on the lcd board was inspected and no anomaly was noted. The insulin pump had cracked reservoir tube lip, cracked case near the reservoir tube window, cracked battery tube threads and torn keypad overlay at the bolus button.